Event description:
According to the initial reporter, an x-ray cassette tray was found where there were no guards on the edges. There was no report of pt involvement, and there are no adverse consequences as a result thereof.

Manufacturer narrative:
There was no reported pt involvement. Therefore, this info is not applicable. There is no established expiration date for this device. The surgical table is not an implantable device. The surgical table is not an explantable device. The x-ray cassette tray does not have a serial number attached. Therefore, a date of manufacture cannot be determined. Eval summary: if the surgical table's x-ray cassette tray were deemed too sharp, it could possibly cause a cut to the user. Corrective action was taken, and the customer was provided with edges less sharp. This is not a single use device.